Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for a surgery. During the surgery, the tip of a t4 screwdriver break off in the recess of a 1.3mm locking screw. The surgery was completed successfully. The patient outcome was unknown. Concomitant device reported: unknown screws: locking (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) stardrive screwdriver shaft/t4 50mm/self-retaining/hxc. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Upon visual inspection, the complaint condition was confirmed, as the distal tip portion was broken off. The broken portion is missing. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. The complaint condition is confirmed based on the condition of the returned device. This lot was manufactured in may 2018, all devices are distributed and we are not aware of any other complaint for this part- and lot number combination. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part number:03.130.010, synthes lot number: h503030, supplier lot number: n/a, release to warehouse date: 09may2018, expiration date: n/a, manufactured by synthes monument. No ncrs were generated during production. Device history batch: null. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.